Event description:
It was reported that a user experienced elevated blood glucose while using an ilet system with a contact detach 23 inch 6 mm infusion set and was concerned about pump function; review of device data showed multiple daily meal announcements, and the user acknowledged accidental meal announcements. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included self-management with manual insulin injections, no ketone testing, and no medical intervention or hospitalization. Investigation included customer education on ilet learning and operation, guided replacement of the infusion set with confirmation of an unbent cannula, review of usage patterns, and scheduling of additional training. Investigation of this case revealed inappropriate device use related to accidental meal announcements and no evidence of infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.